Event description:
Complainant alleged that while attempting to monitor a patient for chest pain, the device failed to power up via battery power. The clinician indicated that the device did power up via ac power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. Analysis of reports of this type has not identified an increase in trend.